Event description:
The user facility reported the involved product was used during a percutaneous coronary intervention (pci) of lcx#13. The tip was stuck for some reason, and then the outer coil was stretched due to a fracture of the core wire. Intravascular observation with intravascular ultrasound (ivus) and optical coherence tomography (oct) located the fractured core wire in the coronary artery. A stent was implanted from #13 to #5 to hold down the fragment. The event occurred intra-operative. The procedure outcome was completed successfully. The product was fractured, and fragment remained in the patient. Coped with placing a stent to fix the fragment. The patients final impact improved but a follow-up is required.

Manufacturer narrative:
Patient identifier: requested, unknown. Patient age & date of birth: requested, unknown. Patient sex: requested, unknown. Patient weight: requested, unknown. Patient ethnicity: requested, unknown. Patient race: requested, unknown . UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. Visual inspection of the actual sample found that the distal end had been fractured. Magnifying inspection of the fractured part found that: (I) approximately 7mm of the niti core wire was missing; (ii) the intermediate position between the platinum coil and stainless coil was exposed, and the stainless coil had been fractured; (iii) the platinum coil of approximately 30mm in length was missing from the actual sample. It was presumed that the platinum coil was stretched and then fractured, the specific length could not be clarified. Electron microscopic inspection of the fractured part found that the fracture site had been tapered. The fracture section was oblique with dimple (hole-shaped) pattern on the surface. No anomaly was observed in the thickness of the part of niti core wire in the vicinity of the fractured part. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number found no anomaly in them. Review of the complaint file found no similar event with the involved product code/lot number from other facilities. Based on our past knowledge, it is known that the guidewire may be fractured by having been exposed to the force described below a-d. It is also known that, in all examples, the coil becomes unraveled and stretched, and then fractured when exposed to further pulling force, in addition, it is known that some regularity in the fracture shape of the core wire is observed as follows depending on the mechanism leading to the fracture. A) when pulling force was applied the fracture site tapered. Fracture section was obliqued with dimple (hole-shaped) pattern on the surface. This state was like that of the actual sample. B) when 90 ° bending force is applied repeatedly the fracture site curved. Dimple (hole-shaped) pattern was observed on the fracture section. This state is different from that of the actual sample. C) when pulling force is applied to a sample held in loop shape, the fracture site curved and tapered. Fracture section was twisted. This state is different from that of the actual sample. D) when torque force is applied, fracture site twisted. This state is different from that of the actual sample. Based on the investigation result, as a possible cause of this complaint, the following mechanism was inferred to have caused the fracturing. The distal end of actual sample was trapped in some factor (e.g., stenotic lesion). Excessive pulling force was applied to the actual sample in the trapped state, which resulted in the fracture of niti core wire inside the platinum coil section. Subsequently, when the withdrawal operation continued, the platinum coil was unraveled and stretched. As a result of continuing the withdrawal operation further, the platinum coil was fractured. Relevant instructions for use (IFU) reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel.. · if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).